Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a white screen. Service evaluation verified the white screen. The cause was identified to be corroded liquid crystal display (lcd), input/output, printed circuit board (I/o pcb) and rear case indicating fluid intrusion. The lcd, I/o pcb and rear case were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced white screen. No additional information is available.